Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a rotator cuff tear repair procedure, the anchor did not stay secure in the bone. The anchor was removed and an additional bone hole was required to be drilled as a result. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation. The clinical details were reviewed, and it was identified that the surgical site was not prepared with the appropriate awl. A 4.5 mm awl was used not the recommended 3.8mm awl. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. Device available for evaluation? No.